Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a left iliac extension interventional procedure. Reportedly, arteriotomy closure of the left common femoral artery (lcfa) was being attempted with the proglide device. However, during device insertion the physician removed the device from the lcfa since he realized the patient had a previous cut down procedure. The physician decided to use the device in the right groin. The proglide was flushed, outside the patient anatomy, prior to be used in the right common femoral artery, and a continuous flow was observed from the marker lumen. The proglide was inserted in the right groin; however, no back flow of blood was seen from the marker lumen. The physician re-inserted the proglide and still no back flow was observed. The device was removed and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported as not obese. Concomitant medical products: guide wire: lunderquist; guide cath: cobra; sheath: 7f; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Marking patency was performed and the device was not patent confirming the reported experience. The guide tube was peeled and some clotted blood was found at the distal end of the marker lumen. Upon removal of the clotted blood, marking patency was performed and the marker lumen is was patent. Based on visual analysis and functional testing, the device conformed to specifications and a cause for the reported complaint related to the device could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.